Event description:
It was reported that the patient was doing worse overall and had a progression of symptoms. It was unclear what symptoms were worse. The patient's device battery was low, which is what the physician believed to be a possible cause of the worsened symptoms. No further relevant information has been received to date.

Event description:
Generator replacement occurred. The facility does not return device to the manufacturer. Follow-up from the physician provided that the increase in seizures was not worse than before vns. The increase in seizures was not being caused by vns therapy.